Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2004, the patient contacted lifescan alleging that her one touch ultra meter was reading inaccurately high. She obtained a result of 146 mg/dl on the reported meter while experiencing no symptoms of high or low blood glucose level. She retested and obtained a result of 136 mg/dl. These results are precise. She contacted her doctor for advice regarding getting different readings from finger to finger. The customer care representative (ccr) explained the requirements for precision testing. The patient stated that the test strips looked damaged; a specific description of the test strip damage was not provided. The patient neither alleged harm nor experienced injury or medical intervention. Based on the patient's report that the test strips were damaged, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter, test strips and control solution were replaced.